Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe had a duplicate lot number. This was discovered before use. The following information was provided by the initial reporter: duplicate lot.

Manufacturer narrative:
Investigation summary: customer returned photos of a shelf carton of 1cc, 8mm, 30g shelf cartons from lot # 9007610. Customer states that there is a duplicate lot. The photos were examined and exhibited a double printed lot number on the shelf carton. A review of the device history record was completed for batch # 9007610. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received photos of a carton from lot 9007610. Visual inspection of the photos found duplicate lot code on the carton. There was shadow print on the date codes but not as noticeable as the lot coding. Lot code is applied at the schubert packaging machine. The machine forms the carton, packs the polybags of syringes, closes the lid, and labels the lot and date codes. If the machine is stopped out of sequence during the lot code application process, the lot code would be reapplied once the machine is restarted. Review of maintenance dispatches and quality notifications found no issues related to the complaint. Unable to determine root cause of out sequence state on the schubert packaging machine. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored. Single point lesson spl0039 for resetting schubert for out of sequence step number 7 states to remove cartons from schubert. This will prevent duplicate lot coding."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe had a duplicate lot number. This was discovered before use. The following information was provided by the initial reporter: duplicate lot.